Event description:
A malfunction alarm was reported by the customer, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.